Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a trial procedure, the patient experienced loss of stimulation, aggravation of the normal pain and numbness. It was noted that the patients pain did not improve even if the spinal cord stimulator (scs) device was turned off. It was noted that the symptoms were not device related. The patient underwent a lead pull procedure and was doing well postoperatively. The explanted trial lead was discarded by the medical facility.